Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the part and lot number was not reported. A conclusive cause for the reported vascular dissection, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. The reported patient effect of vascular dissection is not listed in the hi-torque guide wires for pta instructions for use as a known adverse event; however vascular dissection is listed in the no-fault errors for coronary and endovascular products risk assessment as a foreseeable event. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date d4- the UDI is not known as the part and lot number were not provided. Attachment article, titled "clinical observation of paclitaxel drug-coated balloon angioplasty for symptomatic vertebral artery origin stenosis."

Event description:
It was reported through a research article of a single case who is symptomatic vertebral artery ostium stenosis (vaos). A 8f guiding catheter and a .014 hi-torque command guide wire was used to established surgical. A vertebral artery dissection occurred during the procedure and antiplatelet aggregation and lipid-lowering therapy was provided for treatment. A follow-up cta 3 months later showed that the dissection had been repaired. There as no other information provided. Details are listed in the article, titled "clinical observation of paclitaxel drug-coated balloon angioplasty for symptomatic vertebral artery origin stenosis."